Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked and bleeding lcd glass. The device was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. Unable to test for blank display due to lcd physical damage.

Event description:
It was reported that the customer had a blank display occur with their insulin pump. Customer's blood glucose level was reported at 71 mg/dl. Product is being replaced. No further information provided.